Event description:
On (B)(6) 2014 when interventional radiology attempted to insert a broviac catheter into the pt, it broke. Another unit was opened and inserted successfully. On (B)(6) the pt presented to the emergency department with a malfunctioning catheter. The malfunctioning catheter was removed on (B)(6) and a PICC line inserted.